Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-05441. It was reported the pt's ((B)(6)) lead exhibited high impedance. An x-ray was taken and revealed a lead fracture near the lead anchor. As a result, the lead and lead anchor were explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.